Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. The reprocessing was performed according to the instructions for use (IFU). The subject event can be detected and prevented by implementation in accordance with the below instruction for use (IFU). Instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation that the flex video scope nozzle had foreign objects. There were no reports of patient harm.